Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer via a call center and forwarded by our local affiliate (B)(4). Initial and f/u info received on 06-jan and 08-jan-09 respectively were processed together. This case involves a female pt (age nos) who received an application of poly-l-lactic acid (sculptra) on the neck, on an unspecified date, for the first time. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt presented with lymph nodes at the application site. Her physician informed her that this event could be a normal reaction from her organism, and that he did not relate it to the lack of quality or an application error. Event outcome is unk. Per our affiliate, no further info is expected as the pt turned off the phone call.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.